Manufacturer narrative:
Maude event report # mw5042966 received with the implant date being the only information not previously known. Per initial reporter, he is unwilling/unable to provide any additional information. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was reportedly unknown, therefore, the device history records could not be reviewed. The facility was unwilling/ unable to provide the filter sample, therefore, the device was unable to be evaluated. Two photos were provided, based on the photos provided, the investigation is confirmed for three detached arms, a detached leg, and a detached foot. Based on the available information, the root cause is unknown. There were several potential root causes identified for recovery fractures.

Manufacturer narrative:
Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident for pe prophylaxis. Approximately eight years post filter deployment, a CT scan was performed for complaints of ongoing chest pain for the past six weeks. The CT scan demonstrated a linear density in the anterior pericardium. Fourteen days later, the patient underwent a surgical procedure to remove this foreign body. A thin wire identified parasternally in the second interspace was successfully removed. There were no complications and the patient was taken to the pacu in good condition. The pathology report described the foreign body as a slightly bent wire measuring 3.8 cm in length and less than 0.5 cm in diameter. Approximately one month post surgical procedure, the patient presented for a follow up appointment where physical examination revealed a small wound dehiscence. The patient was afebrile and the wound showed no evidence of infection or underlying undrained fluid collection. Approximately ten years post filter deployment, during a filter retrieval procedure, spot images and a venacavogram demonstrated a tip adherent filter with three detached limbs: two limbs in the ivc adjacent to the filter; and one limb in the right ventricle (rv). The filter was dissected free of the ivc wall using endobronchial forceps; and the filter and two detached limbs in the ivc were successfully retrieved via the right internal jugular vein. Attention was then turned to retrieval of the detached limb in the rv. Access was gained to the right common femoral vein, and a guidewire and introducer sheath were positioned in the rv. An attempt to retrieve the detached limb with a snare was unsuccessful. A post procedure limited echocardiogram demonstrated no pericardial effusion or other abnormalities. The patient was hemodynamically stable at the conclusion of the procedure. According to the pathology report, the filter displayed three arms measuring up to 2.3 cm in length and less than 0.1 cm in diameter; five legs measuring up to 3.9 cm in length and less than 0.1 cm in diameter. The two detached filter limbs measured 2.4 cm and 2.5 cm in length and less than 0.1 cm in diameter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported that approximately eight years post vena cava filter deployment; the patient was admitted for chest pain, a surgery was performed to remove a detached limb from the heart. Approximately 10 years post vena cava filter deployment; the patient was admitted for chest pain, guided fluoroscopy demonstrated the filter and two detached filter arms embedded in the ivc wall, and another detached limb in the heart. The filter and two limbs in the ivc were removed successfully. The detached filter limb in the heart was surgically removed without incident. Patient status this time is unknown. New information: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident. After an unknown amount of time post filter deployment, allegedly the filter detached; tilted and embedded in the ivc wall; and limbs were perforating into organs. Approximately eight years post filter deployment, open heart surgery was performed to remove a detached limb from the pericardium. Approximately ten years post filter deployment, another detached limb embolized to the heart. The filter and additional detached limbs (location not provided) were retrieved percutaneously; open heart surgery was performed to remove the detached limb from the heart. The patient alleges to be suffering from scars. Based on a review of the medical records received, it was reported that approximately eight years post vena cava filter deployment for pe prophylaxis, a CT scan performed for chest pain demonstrated a detached filter limb in the heart. A surgical procedure was performed and the detached limb was successfully retrieved from the anterior pericardium. The patient was hemodynamically stable at the conclusion of the procedure. Approximately ten years post filter deployment, during a filter retrieval procedure, spot images and a venacavogram demonstrated a tip embedded filter with three detached limbs: two limbs in the ivc adjacent to the filter; and one limb in the right ventricle (rv). The filter and two detached limbs in the ivc were successfully retrieved; an attempt to retrieve the detached limb in the rv was unsuccessful. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident for pe prophylaxis. Approximately eight years post filter deployment, a CT scan was performed for complaints of ongoing chest pain for the past six weeks. The CT scan demonstrated a linear density in the anterior pericardium. Fourteen days later, the patient underwent a surgical procedure to remove this foreign body. A thin wire identified parasternally in the second interspace was successfully removed. There were no complications and the patient was taken to the pacu in good condition. The pathology report described the foreign body as a slightly bent wire measuring 3.8 cm in length and less than 0.5 cm in diameter. Approximately one month post surgical procedure, the patient presented for a follow up appointment where physical examination revealed a small wound dehiscence. The patient was afebrile and the wound showed no evidence of infection or underlying undrained fluid collection. Approximately ten years post filter deployment, during a filter retrieval procedure, spot images and a venacavogram demonstrated a tip adherent filter with three detached limbs: two limbs in the ivc adjacent to the filter; and one limb in the right ventricle (rv). The filter was dissected free of the ivc wall using endobronchial forceps; and the filter and two detached limbs in the ivc were successfully retrieved via the right internal jugular vein. Attention was then turned to retrieval of the detached limb in the rv. Access was gained to the right common femoral vein, and a guidewire and introducer sheath were positioned in the rv. An attempt to retrieve the detached limb with a snare was unsuccessful. A post procedure limited echocardiogram demonstrated no pericardial effusion or other abnormalities. The patient was hemodynamically stable at the conclusion of the procedure. According to the pathology report, the filter displayed three arms measuring up to 2.3 cm in length and less than 0.1 cm in diameter; five legs measuring up to 3.9 cm in length and less than 0.1 cm in diameter. The two detached filter limbs measured 2.4 cm and 2.5 cm in length and less than 0.1 cm in diameter. Photo review: two electronic photos were reviewed. The first photo shows a linear metallic wire next to a ruler. The wire measured approximately 3.6cm in length. The second photo shows a filter and two detached arms on a piece of gauze. The filter contained 5 legs and 3 arms present and intact. The filter does not have a retrieval hook. One detached arm and one detached leg are not visible in this photo. The exact point of detachment can not be confirmed due to clot at the apex; however, no remnants of the detached limbs can be seen. A foot was missing from one of the attached legs. Based on the photos provided, the investigation is confirmed for three detached arms, a detached leg, and a detached foot. Conclusion: the device was not returned. Two photos were received. The photos show three detached filter arms, one detached leg, and a detached foot. Medical records were provided. The medical records allege a filter was deployed successfully below the lowest renal vein. Approximately eight years after implantation, CT imaging allegedly demonstrated a linear density extending into the anterior pericardium. Fourteen days later, a surgical procedure was performed to remove the foreign body. Approximately ten years after implantation, during filter retrieval, imaging demonstrated the apex of the filter against the caval wall. Three detached limbs were identified, two limbs adjacent to the filter and one in the right ventricle. One of the detached limbs adjacent to the filter was partially penetrating the ivc wall. Allegedly the filter was dissected free of the ivc using endobronchial forceps. The filter and two detached limbs were retrieved successfully. Based on the photos and medical records, the investigation is confirmed for limb detachment. In addition, the investigation is confirmed for filter tilt and limb penetration of the ivc. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. - only use the recovery cone removal system to remove the recovery filter. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10 years post vena cava filter deployment the patient was seen in consult for recurrent chest pain. A filter arm had been noted previously (by imaging) in the right ventricle of the heart, and now was discovered to have migrated to the anterior chest wall. A mini sternotomy was performed to remove the detached filter arm from the heart. Based on continued recurrent chest pain, imaging demonstrated a detached limb in the anterior chest wall. The patient was admitted in the hospital for observation and the retrieval for the vena cava filter. The filter and two detached filter arms embolized in the ivc wall were captured and retrieved successfully. A snare device was used to capture retrieve the two detached filter arms, a recovery cone successfully removed the recovery filter. A sternotomy was performed to remove the detached limb fragment from the anterior wall of the chest. The patient is reported to be stable and in good condition following the surgery. New information: it was reported that approximately eight years post vena cava filter deployment; the patient was admitted for chest pain, a surgery was performed to remove a detached limb from the heart. Approximately 10 years post vena cava filter deployment; the patient was admitted for chest pain, guided fluoroscopy demonstrated the filter and two detached filter arms embedded in the ivc wall, and another detached limb in the heart. The filter and two limbs in the ivc were removed successfully. The detached filter limb in the heart was surgically removed without incident. Patient status this time is unknown. New information: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident. After an unknown amount of time post filter deployment, allegedly the filter detached; tilted and embedded in the ivc wall; and limbs were perforating into organs. Approximately eight years post filter deployment, open heart surgery was performed to remove a detached limb from the pericardium. Approximately ten years post filter deployment, another detached limb embolized to the heart. The filter and additional detached limbs (location not provided) were retrieved percutaneously; open heart surgery was performed to remove the detached limb from the heart. The patient alleges to be suffering from scars. Based on a review of the medical records received, it was reported that approximately eight years post vena cava filter deployment for pe prophylaxis, a CT scan performed for chest pain demonstrated a detached filter limb in the heart. A surgical procedure was performed and the detached limb was successfully retrieved from the anterior pericardium. The patient was hemodynamically stable at the conclusion of the procedure. Approximately ten years post filter deployment, during a filter retrieval procedure, spot images and a venacavogram demonstrated a tip embedded filter with three detached limbs: two limbs in the ivc adjacent to the filter; and one limb in the right ventricle (rv). The filter and two detached limbs in the ivc were successfully retrieved; an attempt to retrieve the detached limb in the rv was unsuccessful. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that approximately 10 years post vena cava filter deployment the pt was seen in consult for recurrent chest pain. A filter arm had been noted previously (by imaging) in the right ventricle of the heart, and now was discovered to have migrated to the anterior chest wall. A mini sternotomy was performed to remove the detached filter arm from the heart. Based on continued recurrent chest pain, imaging demonstrated a detached limb in the anterior chest wall. The pt was admitted in the hospital for observation and the retrieval for the vena cava filter. The filter and two detached filter arms embolized in the ivc wall were capture and retrieved successfully. A snare device was used to capture retrieve the two detached filter arms, a recovery cone successfully removed the recovery filter. A sternotomy was performed to remove the detached limb fragment from the anterior wall of the chest. The pt is reported to be stable and in good condition following the surgery.